Manufacturer narrative:
Evaluation summary: a literature article describes the case of "surgical treatment of neovascular glaucoma with a glaucoma shunt". No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported via literature article; postoperative hyphema, elevated iop and malposition of the device following a glaucoma filtering device implant procedure. A malfunctioning bleb and raised intraocular pressure (iop) were noted one week postoperatively. Four glaucoma drops were prescribed to control the pressure. The neovascularization regressed following the implant. Bleb revisions were performed, however, neovascularization reoccurred. Mild hyphema with an iop level of 29.7 mm hg was noted the next day after the second bleb revision. The device was repositioned and the iop decreased. No anti-glaucoma drugs have been used since device repositioning. There was no associated complication of low iop, and the neovascularization had fully regressed three months following device repositioning. At the last follow-up, the vision in the left eye increased to hand motion at 60 cm, and the iop continued to be stable. The device remains implanted.